Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she underwent a gynecological procedure on an undisclosed date, and mesh was implanted concurrently with hysterectomy, due to stress urinary incontinence, cystocele with uterine prolapse, and menorrhagia. It was reported that the patient experienced erosion, physical pain, additional impairments, and will require additional medical treatments. Due to mesh erosion, vaginal bleeding, urgency and abdominal pain, mesh was excised on the following dates: (B)(6) 2007, (B)(6) 2010, and (B)(6) 2011.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui , cystocele with uterine prolapse and menorrhagia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.